Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to disable bluetooth, close application, re-enable bluetooth and re-open application, which was unsuccessful. Dexcom representative next advised patient to try another sensor and reinsert transmitter; this was unsuccessful. No additional patient or event information is available.